Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2. Reference medwatch report with a1 patient identifier 200138078 for the suspect device used in system 1.

Event description:
Reporter alleged obtaining a result of 548 mg/dl on aviva system 1 compared back to back with a result of 179 mg/dl on aviva system 2 when testing was performed within 10 minutes. Reporter stated that he took 20 units of novolog based on the 548 mg/dl result and then self-treated with food and glucose gel when he began to feel hypoglycemic. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.